Event description:
The infusion pump was involved in an over delivery of a dobutamine solution. The pump was reportedly programmed on channel 2 to infuse at 10 ml/hr with a volume to be infused of 250 ml. Approx 5-6 hrs. Later the entire 250 ml had infused. The pt received a bolus of fluid for hypotension and tachycardia and his ICU stay was extended for one day. The pt returned to pre-incident status and was later discharged from the hosp.

Manufacturer narrative:
Evaluation summary: flow accuracy testing was performed on each pump channel at 10 ml/hr for 24 hours. The results were within specification. The infusion pump was returned to the hospital after the evaluation was completed.